Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7155698. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7155803. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the right ankle and stimulation on non-target area despite multiple reprogramming. It was also stated that the patient spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.